Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was released from the delivery catheter system (dcs), it dislodged upwards into the sinuses. Subsequently, a second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.